Manufacturer narrative:
Based on the claim against the product by the customer noting an erbe service screen keeps coming up, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. A service prompt was appearing every 15 minutes. The fse replaced the vio integrated electro surgical generator unit (iesu) and the issue was resolved. The system was tested and verified as ready for use. The generator was returned to isi and failure analysis was able to replicate the reported issue. During testing, the display indicated service mode. The complaint regarding the vio iesu service screen kept coming up was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported due to the following conclusion: the vio integrated electro surgical generator unit (iesu) was replaced after the completion of the procedure due to numerous service messages. Failure analysis was able to reproduce the issue during testing. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an erbe service screen keeps coming up. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the biomed unplug the power cord and power it back on. The message came back after 5 minutes. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no further details have been received as of date of this report.